Manufacturer narrative:
Additional information: h6, h10 the device was not returned; therefore, and evaluation could not be performed. No procedural videos/imagery/photographs were provided for the evaluation. A review of lot history revealed no other similar complaint related to the reported events. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Since the events were unable to be confirmed, a complaint history review is not required. Instruction for use (IFU) for the commander, device preparation training manual and device procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Thv delivery: in a straight section of the descending aorta, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter back until the warning marker is visible. Do not pull past the yellow marker. Caution: if valve alignment is not performed in a straight section of the aorta, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the aorta. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Valve alignment: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. Release stored tension prior to thv deployment. Thv may lock into the calcium when positioning creating stored tension in the delivery system. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. Balloon rupture: if bav balloon ruptures or leaks during deployment. Do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position o if re-dilation is needed, use a new balloon. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported events were unable to be confirmed due to the unavailability of returned device and applicable imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the access route was reported as narrow, calcified and tortuous (at thoracic-abdominal area)¿ and there were signs of diving. Navigating through and performing valve alignment in the calcified and tortuous anatomy could have created tension in the system as evidenced by the reported diving. The training manual warns that ¿if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary¿. If tension is build-up in the system, valve movement on the balloon can occur during flex tip retraction as investigated and documented in product risk assessment. Prior to valve deployment, the training manual states that the thv should be ¿exactly between the valve alignment markers¿; however, in this case, the valve was inflated without correcting the position, leading to asymmetric deployment. This could further contribute to the valve getting ¿anchored by the calcification on the non-coronary cusp (ncc).¿ the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient (calcification/tortuosity) and procedural factors (tension build-up) may have contributed to the reported event. In this case, the hemodynamic instability exact cause is unknown. However, per the report, due to the balloon burst the valve was not completely expanded and possibly caused aortic regurgitation.  Patient factors and co-morbidities may have contributed to the hemodynamic instability, but the patient¿s medical history was not provided. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no confirmed edwards defect was identified to have contributed to the complaint event, no corrective/preventative actions are required. However, based on product risk assessment and the previous increase in valve movement complaints, a corrective action preventative action investigation was previously initiated to implement refresher training to all ew cs¿s globally to mitigate against this failure mode. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment was required. However, product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the operator reported resistance as the 23mm commander delivery system was advanced through the esheath. The alignment of the 23mm sapien 3 valve was difficult and just before valve implantation, it was noticed that the valve moved approximately 3mm towards the aorta. The valve was inflated without correcting the position. During inflation the balloon ruptured. Balloon aortic valvuloplasty (bav) was not performed. A percutaneous transluminal angioplasty (pta) on external iliac artery (eia) was executed prior to the tavr procedure. Following this, the esheath was advanced without difficulty. The 23mm commander delivery system was able to be advanced through the esheath, although resistance was felt. During the valve alignment, resistance was felt, although the valve was able to be aligned. It was also reported that the valve moved on the balloon and seemed to have dove into the flex tip. This "dive" was resolved by adjusting the position of the flex tip. Just prior to valve implantation, it was noticed that the valve moved approximately 3mm towards the aorta. The valve was inflated without correcting the position and the aortic side of the valve did not inflate. The operator tried to move the balloon towards the unexpanded end of the valve; however, the balloon ruptured. It was concluded that the valve was on the non-coronary cusp (ncc) and not able to be moved. The delivery system was removed smoothly. As the valve was not fully inflated, the patient¿s hemodynamics were not stable therefore cardiac massage was applied, and the patient was intubated. With percutaneous cardiopulmonary support (pcps), the patient¿s hemodynamics recovered. Post dilation was executed with a non-edwards balloon. No anomalies were detected in valve function. The operator stated that the calcification may have caused by the calcification. The operator felt resistance during the valve alignment. The access route was reported as narrow, calcified, and tortuous (at thoracic-abdominal area). The minimum luminal diameter (mld) of access vessel was reported as 5.8mm.